Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for us (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The physician was not trained in angio-seal use. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
A 6f angio-seal sts plus device was deployed in a right femoral artery puncture following a diagnostic procedure and a pre-deployment angiogram. The following day, the pt called in and reported leg pain. She was encouraged to go to the emergency room but refused. The pt was readmitted to the hospital three days later. Following a diagnostic angiogram and ultrasound, surgery was performed to remove a thrombus containing the angio-seal device from the right leg. The pt was listed as stable.